Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, the shunt sensor was found to be leaking. The shunt sensor sat in the arterial line with a pressure of 300 for up to 2 hours. Blood loss <1ml. Product was not changed due to the issue being found after cardiopulmonary bypass. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on june 2, 2016. The sample was not returned and the lot information was not provided; therefore a complete investigation could not be performed and a root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.